Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for a therapeutic electronic laparoscopy surgery procedure, the subject device had no image. There were no reports of patient harm.

Event description:
It was reported that during preparation for a therapeutic electronic laparoscopy surgery procedure, the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged universal cord sheath. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to the component failure of the universal cord sheath, but the cause of the universal cord sheath failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.